Event description:
At approx 0445 in 2004, after weighing the pt, it was noted that their o2 saturation was steadily dropping while on CPAP. The o2 was continuously increased to 100% with very poor recovery. The pt became cyanotic. CPAP nost prongs checked and noted to be properly placed in nostrils. During this time, the o2 saturations never reached 90%. No alarm from the ventilator was heard and it was noted that the peep was not reading. CPAP removed and pt placed on face mask with o2 at 5l with the o2 saturation quickly going up to 96%. The pt was then placed on another ventilator.